Manufacturer narrative:
The ge service rep conducted an onsite investigation. The connector was reseated on the backplane. The collimator was calibrated and aligned. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a collimator iris too large error message. No pt injury was reported.